Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 was only functioning intermittently. This started at the beginning of the procedure. The user waited about 30 sec each time, until it stopped working completely. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.